Manufacturer narrative:
On 07-dec-2015, the field service engineer (fse) verified all alignments associated with the x-cup transfer and made small adjustments and as a precaution replaced the flat ribbon cable for communication to the cup transfer. He also ran cup transfer test and controls, with acceptable results. The next day, the customer ran normal loads and no additional errors were reported. Instrument was performing as intended, no further action required by field service. The most probable cause of the reported event was a misaligned or damaged flat cable from the cup transfer mechanism. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported x axis cup transfer z-axis home not found error 4163 while using aia-2000st. Customer indicated that the instrument could only perform small runs otherwise the 4163 error would be obtained. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.